Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set separated. The following information was provided by the initial reporter: after speaking with the nursing staff, there were multiple occurrences where the infusion pump became detached. This incident occurred multiple times last week (possibly on (B)(6) 2025).

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.